Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-00153. Investigation is underway.

Event description:
As reported by a field clinical specialist for an off label pulmonic case, the patient had a failed 22mm homograft in the pulmonic position. Balloon sizing was performed with 25mm balloon and a 26mm sapien 3 valve was to be positioned inside the failed homograft. The commander delivery system and sapien 3 valve were inserted through a non-edwards 26f 65cm dryseal sheath without issues. The delivery system and valve were able to be tracked through the patient's difficult anatomical angles. Gross alignment was performed without issues. However, during fine adjustment, difficulties were encountered. The balloon marker came back while aligning, but the nose cone did not. It was observed that the nose cone had separated and was being held to the system by the coil/spring. The delivery system and valve were removed without injury to the patient. The sapien 3 valve was re-used on a non-edwards delivery system (24mm bib dilation catheter) and during deployment the valve embolized. The patient was surgically opened to remove the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. None of the imagery provided by the complaint site was relevant to this particular complaint event. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that could have contributed to this complaint event. A lot history review did not reveal any other additional complaints related to ¿valve ¿ valve embolization into ventricle.¿ a review of complaint history for returned devices for sapien 3 (all sizes) from january 2018 to december 2018 revealed no similar complaints for ¿valve ¿ valve embolization into ventricle.¿ a review of complaint history reveals that the occurrence rates did not exceed the december 2018 control limits for trend category of ¿embolization.¿ no instructions for use (IFU) or training deficiencies were identified. During manufacturing, inspections of the frame and valve were performed. Prior to final packaging, 100% visual inspection was performed. These manufacturing inspections support that it is unlikely that a manufacturing non conformance contributed to the reported complaint. The complaint for ¿valve ¿ valve embolization into ventricle was unable to be confirmed due to lack of imagery. Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in the pulmonary position is not indicated for european regions per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Additionally, the deployment of the valve using a non-edwards delivery system is not instructed in any of the training documentation. Performance and deployment is unknown in this case. At this time however, there is not enough information to determine a definitive root cause. The complaint for ¿valve ¿ valve embolization into ventricle¿ were unable to be confirmed due to lack of imagery. Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. Due to a lack of information and imagery, a definitive root cause was unable to be determined. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required at this time.